Event description:
Patient had total hip replacement on 9/19. Due to severe osteoarthritis. On 9/26 was transferred to the rehab unit for continued therapy. Pt. C/o pain in hip and x-ray taken showed displacement of the acetabulum cup. Pt. Taken back to or for revision of left total hip replacement. Acetabulum cup was found to be loose and was replaced.